Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up a pause event demonstrating complete loss of sensing was observed, due to what appeared to be emi. The device was functioning normally at the time of follow-up- no changes were made. This was a once off event. The patient is fine. Device remains implanted.